Manufacturer narrative:
Continuation of d.10.: product ID: a521, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a521, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient's trial began on (B)(6) 2025. It was reported that the device said, "system error - therapy may had been stop." The issue was ongoing. Patient was advised to call their clinician for assistance. Additional information was received from a healthcare professional (hcp). The hcp reported that the device was interrogated in the office by a representative (rep) and it was determined to be a battery issue. The battery was replaced by the representative (rep) on (B)(6) 2025 and the patient received a new remote. It was reported that the issue was resolved. Additional information was received from a manufacturer representative (rep). The rep reported that the issue of the system error, therapy may have been stopped was resolved but did not clarify how it was resolved.